Manufacturer narrative:
Bme states the he and another biomed personally evaluated the device and could not reproduce the issue relayed to them. Information was relayed to tech support to make us aware of the occurrence, but the bme did not request any further assistance. He was planning to continue to monitor, and staff had been instructed to report any further items to us. The serial number of the device was not provided to tech support.

Event description:
(B)(4).